Event description:
It was reported that an er320 was used during an unk procedure. It was reported by the affiliate that one of the applier jaws was broken during the surgery. There was no consequence to the pt.